Manufacturer narrative:
The needles received had metal parts bent and plastic handle detached. Metal part of the needle are in aisi 304, universally recognized metal used for medical device. Plastic part detached was the mandrel handle, we checked that glue was present so the handle was correctly assembled. We attach a technical report explaining how these problems can occur if during a biopsy "IFU" are not strictly followed. We sell more than 60.000 pcs during an year and world wide. We are receiving these kind of claims only from this hospital. We have activated our distributor in order to train operators to the correct usage of the product. We also have received back some needles supposed to have failed the aspiration of blood during the procedure. We tested the product aspiration and we have not found any problem. Please also refer to the technical report attached. Present technical report has been sent to distributor and then to final operators. [Technical report (B)(4).pdf].

Event description:
During the bone marrow procedure the jamshidi needle bent or broke and was unable to be used (3 needles used in (B)(6) 2018).